Manufacturer narrative:
B3: corrected the date of event.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombosis/peri-procedural adverse event: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported a patient on impella 5.5 support. While on support a small left ventricle thrombus was noted on echocardiogram. No other information provided other then the patient remained stable and survived explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.